Manufacturer narrative:
Disposed of.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 3.1 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 11280 showed 11 parts returned to the vendor due to over tolerance features. A review of the product complaint report history showed this is the first complaint for this lot. The patients anatomy was reported as the root cause for the device loosening. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's stature, the tibia became loose and sank.